Manufacturer narrative:
Concomitant medical products: 553445, lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "not feeling well" and "woozy". The right atrial (ra) lead exhibited noise, position check failure and oversensing. The right ventricular (rv) lead exhibited loss of capture and rise in thresholds. The ra & rv lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.